Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a proglide after an unspecified procedure. Reportedly, a cuff miss occurred. A second proglide was used with the same results. A small hematoma developed. Manual arterial compression was applied to achieve hemostasis and treat the hematoma. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional perclose proglide device is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). Evaluation found the suture, cuffs, plunger and needle tips were not returned for analysis. Without the return of these components the scope of this investigation was limited. The handle, guide, lever, foot and sheath were undamaged. Based on the inspection criteria for the returned proglide device components and the reported information, a cause of the reported patient effect of hematoma could not be determined. To assure that all products perform according to specifications they are subject to inspection during manufacturing. The needle trajectory of each device is inspected during manufacturing. The analysis of the returned components found no indication of a product quality problem that would contribute to the reported cuff miss. In this case the link detachment was influence by the cuff miss. Based on the analysis, inspection criteria and the reported information the cause of the needle to cuff miss could not be determined. Review of the device lot history record did not reveal nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database was performed and there does not appear to be an indication of a product quality problem.